Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin (1gm, intraperitoneal, once every 3 days, discontinued after 12 days) and imipenem + cilastatin injection (250mg, intraperitoneal, discontinued after 12 days) for peritonitis. Pd therapy was discontinued and the patient was shifted to hemodialysis. At the time of this report, the patient recovered from the abdominal pain however the cloudy effluent was reported as not recovered. The patient was discharged from the hospital. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.